Manufacturer narrative:
Internal file number - (B)(4). Visual and functional inspections were performed on the returned device. The reported balloon rupture was not confirmed; however a shaft separation was identified. Follow-up with site confirmed the correct device was returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Internal file number -(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified de novo distal posterior tibial artery. A 2.0 x 200 mm armada 14 balloon catheter was inserted and inflated twice at 14 atmospheres (atms). However, the balloon ruptured during the second inflation and was replaced with another 2.0 x 200 mm armada 14 balloon catheter to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.